Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 389 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, tachycardia and difficulty breathing. The patient reports being in manual mode due to their previously reported controller not holding a charge. Once at the hospital the patient was treated wit intravenous fluids with potassium and sodium as well as an insulin drip. In addition the patient was treated with manual shots of insulin. The patient reports they had been in the hospital for 3 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.